Event description:
We received an allegation of discrepant inr results with coaguchek xs meter serial number (B)(6) compared to an unknown laboratory method. The meter result at 5:27 p.m. Was > 8.0 inr. A retest was performed using the same finger and the meter result at 5:30 p.m. Was > 8.0 inr. The result from the laboratory at 7:30 p.m. Was 5.7 inr. On (B)(6) 2023 the meter result at 1:15 p.m. Was > 8.0 inr. Due to the high result, the patient went to the urgent care center for testing and the result from an unknown method at 4:00 p.m. Was 5.3 inr. No treatment was required. The patient¿s therapeutic range was not provided.

Manufacturer narrative:
Section e3: occupation is patient/consumer (patient's daughter) the meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." H3 other text : na.